Manufacturer narrative:
Result: spindle spring spacer.

Event description:
It was reported by service report that the side rail won't latch in the up position. It is unk if there was pt involvement or adverse consequences occurred.